Event description:
The risk management coordinator reported an explant on (B)(6) 2013. The patient reported pain in the left ankle. The surgeon performed an left ankle arthroscopy debridement and hardware removal. During the procedure the hollow reamer broke in half during removal. The hollow reamer was retrieved and no fragments were left in the patient. There was no harm caused to the patient. Along with the reamer two screws one syndesmotic and one unidentified washer was also removed during the procedure. This report is for an unknown plate. This is report four of four for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received